Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.   In this case, the valve serial number and implant date is unavailable.  Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, there was no allegation or indication a device malfunction contributed to the event.  The cause of the increased gradient cannot be determined with the limited information. However, it is possible that it may be the progression of pre-existing aortic valve disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: matthias c. Raschpichler , md; felix woitek, md; tarun chakravarty, md; nir flint, md; sung-han yoon, md; norman mangner, md; chinar g. Patel, md; chetana singh, md; mohammad kashif, md; philip kiefer, md; david holzhey, md; axel linke, md; georg stachel, md; holger thiele, md; michael a. Borger, md, phd; raj r. Makkar, md. ¿valve-in-valve for degenerated transcatheter aortic valve replacement versus valve-in- valve for degenerated surgical aortic bioprostheses: a 3-center comparison of hemodynamic and 1-year outcome¿ journal of american heart association (2020).

Event description:
As reported from our affiliates in (B)(6), per medical article, ¿valve-in-valve for degenerated transcatheter aortic valve replacement versus valve-in- valve for degenerated surgical aortic bioprostheses: a 3-center comparison of hemodynamic and 1-year outcome¿, the following events were identified as pertaining to edwards devices (between november 4, 2009 and may 10, 2018): ten patients with previously implanted sapien valve underwent a valve in valve (viv) intervention due to increased gradient post 1 year tavr procedure.